Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level over 40 mg/dl. Customer had 43 mg/dl blood glucose reading at 3:00 am. Customer could not use their legs and legs. Customer was sweating and drank a juice. Customer blood glucose reading increased over 200 mg/dl. Customer woke up and bloused but their blood glucose reading decreased to 40 mg/dl at 5:00 am. Customer declined further troubleshooting. Insulin pump will not be returning for analysis.